Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system performed as intended. The hardware passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the imaging system would not connect to the navigation system. There was no patient present.